Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the reported problem and found the cleaner leak was from worn black stripe tubing at pinch valve pv37. The tubing was replaced resolving the leak and the instrument was verified to be operational. (B)(4).

Event description:
A customer reported approximately 3 ml of cleaner leaking from the lh500 instrument onto the counter, while running a shutdown. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.